Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported chemo was started as a secondary infusion, and states the primary infusion bag was hung lower than the secondary bag. When the chemo infusion started, it backed up into the primary IV bag, which was normal saline. The chemo, which was bright red in color, was ordered to infuse at 50 ml in 15 minutes. The drip chamber of the normal saline infusion turned red. The rn clamped the tubing and disposed of it. Another set was primed and the infusion was started on a different set of devices. There was no patient harm.